Event description:
(B) (4). Initial report: this medically important spontaneous report was received from a physician via our affiliate in (B) (4). A ptc (product technical complaint) has been initiated for this report: (B) (4) and (B) (4). This report involves a (B) (6) female pt who was administered three treatments with sculptra (poly-l-lactic acid). The last treatment was 2 vials in (B) (6) 2007. Medical history indicates she is a heavy smoker (60/day). Concomitant medications include antibiotics nos. On (B) (6) 2007, this physician saw the pt at an airport and noted that she had dark red keloid type scarring down the nasolabial lines of her face. There was also oozing sores, which had white stuff present, on both sides of her face. It is unk if any corrective treatment was provided. Therapy with sculptra was indicated as ongoing. The pt's physician is considering sending her to a cosmetic surgeon. The reporter's causal relationship assessment was not specified.

Manufacturer narrative:
MFR's preliminary comments: keloid scarring and oozing sores are unlisted side effects of poly-l-lactic acid. There is no evidence that this event was quality related or due to a malfunction or out-of-spec prod. This case lacks sufficient info for assessment of the reported events. The pt's race is unk. Some ethnic groups - particularly the ones of african or mixed-african descent- may be at a higher risk for keloids. Keloids are much more common in blacks than in whites. Regarding reported 'oozing from the lesion site", further details are needed to confirm whether the etiology is inflammatory or infectious.